Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via e-mail that she spoke to the customer and she stated that she had sensor reading discrepancies the first day the sensor was inserted and on the second day, she had a threshold suspend when the sensor glucose reading was 57 mg/dl but her blood glucose value was actually 130 mg/dl. She stated that the issues usually happen during mornings. She also mentioned having a bent sensor cannula on the last sensor. The representative requested to call the customer back for follow up. Attempts to contact the customer were made but the customer could not be reached.